Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to looseness and instability; the surgeon removed the 6 x 9 3dknee bearing and a 26 x 8 patella.